Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited an end of life indicator when interrogated. The ICD was scheduled for replacement. At the time of the surgery, the ICD could no longer be interrogated.